Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer reverted to using multiple daily injections as backup therapy. The customer was instructed on how to return the malfunctioning pump and acknowledged all the steps necessary for the replacement process.